Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 1 patient profile need to be merged. A technical support specialist dialed into the server, logged into the server portal and navigated to visits and orders to identify the affected patient, confirmed the patient was listed with a preadmitted status and also had a separate profile with temporary status, verified on a device associated with the same unit that the show preadmission option under the visits tab was unchecked, ran a cast query in sql server management studio (ssms) and confirmed no admit messages had been received. Contacted the customer, advising coordination with the active directory (adt) team to send an admit message to update the patient's status from preadmitted to admitted, followed by reconciliation of the temporary profile. The customer later confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient profile needed to be merged. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.